Event description:
Overdelivery of total parenteral nutrition reported. The pump was set to run at 110cc/hr for 10 hours (primary), then 50ml/hr for 2 hours. The bag contained 1300ml. The bag ran out in 10 hours. There was no harm to the pt. Total parenteral nutrition is compounded on a central campus facility and delivered to other medical center units.